Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection found no anomalies. Laboratory analysis was unable to confirm the reported field allegation of dislodgment.

Event description:
It was reported that this right ventricular (rv) was explanted due to a dislodgment. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) was explanted due to a dislodgment. No additional adverse patient effects were reported.